Event description:
We have multiple incidents where the pca syringes do not last the time it was supposed to. It appears that our patients are able to tamper and access the syringes in locked pumps. On (B)(6) 2024 01:00: the pca ketamine had 5ml left in syringe. Patient called for pain medication around 01:25. When rn entered room, the pca ketamine pump screen was blinking with text stating, "amount primed: 3ml; hold prime to continue prime" with pca ketamine syringe empty. 3ml with the given concentration is 15mg ketamine received in the 15 min timeframe. On (B)(6) 2024 19:26: patient was on ketamine 38mg/hr via pca pump; the order is only for basal dose and no bolus. The syringe of ketamine is 250mg/50ml. One syringe should last for 6 hours. The writer changed ketamine syringe to new one at 05:19. When the writer did hand off with a day shift nurse at 07:10, the writer noticed that only 1 ml was left in the syringe in the pca pump; it lasted less than 2 hours. (B)(6) 2024 07:14: patient was on ketamine 38mg/hr via pca pump; the order is only for basal dose and no bolus. The syringe of ketamine is 250mg/50ml. One syringe should last for 6 hours. The writer changed ketamine syringe to new one at 05:19. When the writer did hand off with a day shift nurse at 07:10, the writer noticed that only 1 ml was left in the syringe in the pca pump; it lasted less than 2 hours. (B)(6) 2024 18:24: rn was notified that pca dilaudid syringe had blood in it. Writer checked IV tubing which had no blood tinge in it, tubing was clear. The only thing that had blood-tinged liquid was in patient's pca syringe and tubing closest to dilaudid syringe. Patient had just been in the bathroom. Pca pump was locked. There was a concern of patient tampering with pca. Found 2 syringes of blood-tinged fluid (flushes) as well as a straw that was cut into a small round piece in the shape of the key entry for the pca pump, and small scissors. Patient admitted to attempting to use makeshift straw to open pca pump in which she connected pca syringe onto port closest to port-a-cath to flush medication. We were told by patients that they can get a key and code on the internet for the curlin/moog pca pumps. However, we were not able to verify this information. Reference reports: mw5160557, mw5160558, mw5160560.